Manufacturer narrative:
Customer reported that their AED is flashing red and that their pads and battery pack are expired. The customer stated that their AED has been out of service since covid. Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their AED is flashing red and that their pads and battery pack are expired. The customer stated that their AED has been out of service since covid, they are looking for parts/pricing to get it up and running. They did not report that this event occurred during patient use.